Manufacturer narrative:
Date of event - article published date of 27nov2023 used as event date is unknown. Literature article xiaoye li, qinchun jin, yao yao, xiaochun zhang, qianzhou lv. Clinical effectiveness and safety comparison between reduced rivaroxaban dose and dual antiplatelet therapy for nonvalvular atrial fibrillation patients following percutaneous left atrial appendage closure: a prospective observational study. Rev. Cardiovasc. Med. 2023, 24(11), 335. Https://doi.org/10.31083/j.rcm2411335.

Event description:
It was reported via literature that multiple serious injury events occurred. In a multi-year study, seven hundred and sixty-seven (767) left atrial appendage closure procedures using watchman laa closure device with delivery system (wds) and watchman access system were performed. Twenty-two (22) patients experienced device related thrombus. Ischemic stroke occurred in three (3) patients. Twenty-eight (28) patients experienced a thromboembolic event. Minor hemorrhages at the access site occurred in six (6) patients. No further information on the status of the patients is available.